Manufacturer narrative:
Follow-up # 1 (09/13/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(6), 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 at 12:44pm, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ultralink meter was reading inaccurately low compared to another reading taken on the meter. On (B)(4) 2011, this medical surveillance specialist (mss) spoke with the patient by phone for additional information. The reporter stated that the alleged product issue began on (B)(6) 2011 at 08:18pm. The reporter stated that blood glucose results of "22mg/dl and 103mg/dl," were obtained on the subject meter within one minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The reporter advised that the patient manages his diabetes with an insulin pump. The reporter stated that the patient's usual readings at that time of day are "90mg/dl to 130mg/dl." The reporter advised the mss that when she obtained the second reading of "103mg/dl," she felt that this reading was accurate. She stated that the "103mg/dl" reading was used as part of the patient's usual diabetes management and the "22mg/dl" reading was ignored. The reporter confirmed that the patient developed no symptoms developed due to the issue. The reporter advised that no treatment was received as a result of the issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The reporter denied that the patient developed any symptoms and reported that the patient did not receive any form of medical intervention. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.